Event description:
Additional information was received that there was no leak until the jar was opened. After opening the valve jar, once the seal came off, the lid could not be properly closed, resulting in leakage of the storage solution.

Manufacturer narrative:
Image review: one static image was provided for review. The image provided shows evidence of a detached lid seal observed on the valve jar. As stated in the instructions for use (IFU), before removing the bioprosthesis, catheter, or loading system from its primary packaging, carefully inspect the packaging for any evidence of damage that could compromise the sterility or integrity of the device (for example, cracked jar or lid, leakage, broken or missing seals, torn or punctured pouch). It was reported that a new valve was used. Updated data: b5. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, upon opening the valve jar, it was observed that the gasket of the valve jar was detached. Subsequently, a new valve was opened. No patient complications were reported as a result of this event.